Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that while attempting to engage a needle into its safety mechanism, the needle pushed through the mechanism and remained exposed. The reporter indicated that no needle stick or adverse health outcomes resulted from the event.